Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It is unknown if the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure while using a versacross sheath, the patient had a pericardial effusion. The procedure was aborted once the effusion was noticed and confirmed on ultrasound transthoracic echo; and there was a slight drop in blood pressure. A pericardiocentesis was performed. The status of the patient was stable and was transferred out of the cath lab with the drain still in and was maintained under observation overnight. No further details were provided.